Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed an infection. Patient was treated with antibiotics. No signs of infection were noted on next visit. The device remained implanted.